Event description:
Thirteen pts were evacuated from the neonatal intensive care unit due to smoke from a phototherapy light fire. All the pts were transported on oxygen and supporting their individual needs. There were no condition changes due to fire or evacuation. The articulating arm was able to rotate 360 degrees. This rotation over time caused the wires inside the joint to become twisted. This caused damage to the wire insulation which as an end result caused the transformer to overheat. This resulted in smoke and smell.